Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (30 mg/ml) via an implanted pump. The indication for pump use was spinal pain. The healthcare provider reported that they were reading the patient¿s pump and saw 2 alerts ¿ ¿loss of therapy possible pump damage¿ and ¿pump has been stopped for 730 hours¿. The caller stated that the patient was in florida last month and had an MRI but did not have the pump checked post MRI. The patient did not hear any alarms and did not have withdrawal symptoms. The patient did mention that they had more pain lately, and the caller was hearing the non-critical alarm today. The agent reviewed telemetry state and suggested looking at the amount of fluid withdrawn from the reservoir to verify that the pump was delivering the drug as programmed. The caller was going to call back if needed.